Event description:
It was reported that customer experienced repeated cartridge alarms during multiple load processes over several consecutive days, including cartridge alarm 20, despite following instructions during loading. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place old pump into storage mode and return it with a prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.